Event description:
It was reported by the rep that the device was used during a laparoscopic-assisted vaginal hysterectomy. It was reported during the procedure, the surgeon pulled the white lever to close the jaw before inserting the tsb35 into the trocar. When the device was ready to fire, she pulled the black lever and the safety prevented her from firing. When she pulled it out of the abdomen to investigate, the reload was empty. It had already fired. She placed a new reload in with no further incidence. A total of four reloads were used with no problems. There was no consequence to the patient.